Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen 4x5 1 pack ce (id4501i) was used for a cranioplasty case after decompression craniotomy on (B)(6) 2022. It was used with fibrin glue (with unknown manufacturer). Subsequently, due to epidural abscess, the patient's head was reopened and treated with antibiotics. No surgical delay has been reported. The patient is in the follow-up.

Event description:
N/a.

Manufacturer narrative:
Additional information received: the first procedure or date of surgery for cranial reconstruction was on (B)(6) 2022. No further information was made available. Investigation findings: the id4501i duragen 4x5 1 pack ce was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed. Device history record (DHR) review was not possible since no finished good lot number was reported as part of the complaint, thus the root cause determination is not possible. However, an evaluation was requested from scientific affairs concluding the following: ¿this is an unfortunate occurrence for the patient as the second procedure for cranial reconstruction after a decompressive craniectomy should be an elect and routine procedure. Duragen is sterile, so would not be a source of bacterial infection. Also, it is unlikely that the fibrin glue would be a problem. Even though uncertain of the timing of the procedures, we presume the (B)(6) procedure was the reconstruction of the cranial vault. In which case, normally there would not be a need for a dural graft, unless there was a dural tear during dissection of the galea away from the dura.¿ if additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.